Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (sicd) displayed a battery depletion code. This device was explanted and successfully replaced. No additional adverse patient effects were reported.